Manufacturer narrative:
The insulin pump passed displacement test and unexpected error test. No unexpected restart alarm noted. The pump was received intermittent button response due to corroded keypad traces. No moisture damage was found inside the pump. No ramping numbers anomaly noted.

Event description:
The customer reported via phone call of unexpected restart, moisture damage and button error from the insulin pump. The customer's blood glucose reading was 121 mg/dl. The customer stated that she splashed the pump in water and it got wet. The customer took the battery out and tried to dry the pump and it did not work. The customer mentioned that the dates and numbers kept scrolling up on their own. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.